Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, psychological disorder, sinus perforation, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, increased sensitivity.